Event description:
It was reported that the generator would not come out of standby. There was no case information known. The device will be sent in for repair.

Manufacturer narrative:
H3. Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. It was reported that the generator is being returned to the service and repair facility with performance issues. The analysis site found that the unit boots up with the ready and standby lights on at the same time. The site replaced the main pcb to correct the issue. The generator was serviced, then burned in, functionally tested, and was found to operate properly. The device history record was not found at the service and repair site, therefore, no device history review can be done. The unit passed all qa functional testing and was returned to the customer.